Event description:
It was reported an infection occurred. It was further reported the wound was "festering" and the patient had pain. The patient was treated with two weeks of antibiotics and the implantable cardioverter defibrillator (ICD) system remains in use. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).